Manufacturer narrative:
(B)(4). Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during placement of the left ventricular (lv) lead, the lead dislodged. The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.